Manufacturer narrative:
The event date is approximate.if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for spinal pain. It was reported that the patient programmer (pp) and recharger (insr) battery level was depleting quickly. The patient reported that the programmer was not staying charged. The patient clarified that it will show 100% after putting new batteries in and then about a day later it will show 25-50%. The patient reported the insr battery level would be full, and then 1-2 days later it will also be down 25-50%. The patient called three days later reiterating the same issues were occurring with the replacement pp. After clarifying, patient services was able to determine the battery level issue 5-6 weeks ago was regarding the implantable neurostimulator (ins), not the insr or pp. The patient confirmed they had no falls or accidents. No symptoms or further complications were reported/anticipated.